Event description:
Allegedly, during a laparoscopic sigmoid colectomy procedure, one of the jaws on instrument broke off in pt. The doctor was able to retrieve broken piece. Procedure was completed with no injury to the pt.

Manufacturer narrative:
Eval confirmed that one jaw has broken off the instrument. The instrument was manufactured in november 2007; it has been in use for approximately 8 years. The most likely cause for this kind of damage is overstress, i.e. Grasper jaws were used to hold too much weight or device was used for retracting heavy tissue, which our IFU warns against.